Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received pump error 43 and 130 the customer¿s blood glucose level was 105mg/dl at the time of incident. Troubleshooting was performed. The product will be returned for the analysis.

Manufacturer narrative:
The pump was received with a pump error 43 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 130 alarm due to pump error 43 alarms.